Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The bactiseal evd catheter was returned for evaluation: DHR - despite several requests to the customer, the lot number of the product is unknown. A traceability of the reference 821745 has been performed and the device history records of the 9 lots were conformed to the specifications when released to stock. Failure analysis - the connector was visually inspected, and a fracture was noted in 2 of the sides. Barb and luer taper end deformed. The complaint was confirmed. Root cause - the possible root cause for the issue reported by the customer could be due to a mishandling of the device as the it is severely deformed and/or due to excessive force used during the manipulation of the connector.

Event description:
N/a.

Event description:
A facility reported cerebro spinal fuid (csf) leak on a bactiseal evd catheter ((B)(6)). The leak is located in the rigid white part that attaches between the catheter and the external shunt. It was no possible to maintain a controlled csf shunt or measure intracranial pressure. The "end" of the catheter was replaced (no anesthesia required).

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.